Manufacturer narrative:
Exact date unknown, event occured one month before the surgery date.

Event description:
It was reported that the patients ipg was found to be defective. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively and the explanted ipg will not be returned.